Event description:
Additional information received reported that a patient had an allergic reaction. It was stated that the healthcare professional (hcp) wanted to explant because half of the patient¿s incision had not closed. It was stated that the hcp was ¿not sure if it was an infection or allergy or rejection¿. It was reported that now there was ¿some tissue breakdown over the battery site¿. It was stated that this has been going on ever since implant. It was noted that the manufacturer¿s representative was informed of the issue yesterday. Additional information received reported that the patient was going to be explanted due to possible infection or allergy. It was stated that ¿half his spinal wound hasn¿t closed since implant and now there was breakdown over the ipg (implantable pulse generator)¿. No additional information related to the event. It was reported that the healthcare professional (hcp) had only done the patient¿s trial, and that another hcp implanted the patient.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).